Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 211 mg/dl. After ther troubleshooting was done, customer advised the alarm was caused set/reservoir connection. The customer was advised to replace infusion set and reservoir. The customer was advised that we would replace sets/reservoirs.

Manufacturer narrative:
Two sealed reservoirs were evaluated and the reservoirs, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.